Manufacturer narrative:
This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Consumer called stating the toothbrush has a burn hole in it that looks like it goes straight through to the battery compartment. No injury was reported.